Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure to treat pop on (B)(6) 2005 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including mesh removal surgeries on (B)(6) 2009 and (B)(6) 2013.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent cold biopsy forceps polypectomy on (B)(6) 2006 due to diverticulosis.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2009 and underwent mesh removal on (B)(6) 2013. Mesh was explanted on undisclosed date due to mesh erosion, mesh complications, bleeding and discomfort. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to pelvic organ prolapse. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems and bleeding. It was reported that patient underwent mesh revision on (B)(6) 2009 and underwent mesh removal on (B)(6) 2013. Mesh was explanted on undisclosed date due to mesh erosion, mesh complications, bleeding and discomfort. (B)(4).